Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program.    Reported events: 17 events were reported for this quarter.   Product return status: 16 devices were received for evaluation. 1 device was available for evaluation but has not yet been received.   Evaluation status: 5 reported events were confirmed during testing. 4 devices were found to be affected by compromised lubrication. 1 device was found to be affected by corrosion. 4 reported events were not confirmed during testing; however: 2 devices were found to be affected by corrosion. 1 device was found to be affected by compromised lubrication. 1 device was found to be affected by a damaged push rod. 1 reported event was not confirmed during testing; the cause was not established. 5 reported events were not confirmed during testing; the devices were found to be within specifications. 1 device evaluation is in progress.   Additional information: 17 devices were not labeled for single-use. 17 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 17 </noe> malfunction events in which the device reportedly overheated. 16 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.